Event description:
The metal radiopaque piece on the inside of the drill guide had gotten stuck and welded itself onto the drill during the procedure. This happened on two staple kits. The surgery was successfully completed but was delayed by approximately 3 minutes. This is report 1 of 2.